Event description:
It was reported that balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified external iliac artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for pre-dilatation. However, upon initial inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with a 9/40 mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event - 18 years or older. Initial reporter facility name: (B)(6) center. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the distal end of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event - 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified external iliac artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for pre-dilatation. However, upon initial inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with a 9/40 mustang balloon catheter. No patient complications were reported.